Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of abscess and cellulitis are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling for the reported events of abscess and cellulitis: precautions: ¿ as with all transcutaneous procedures, dermal filler implantation carries a risk of infection. Standard precautions associated with injectable materials should be followed. Postmarket surveillance: juvéderm voluma® without lidocaine has been marketed outside the us since 2005, and juvéderm voluma® xc (also known as juvéderm voluma® with lidocaine) has been marketed outside the us since 2009 and in the us since 2013. The following aes were received from postmarket surveillance for juvéderm voluma® with and without lidocaine with a frequency of 5 events or more and were not observed in the clinical study; this includes reports received globally from all sources including scientific journals and voluntary reports. All aes obtained through postmarket surveillance are listed in order of number of reports received: inflammatory reaction, lack of correction, infection, migration, allergic reaction, abscess, paresthesia, vascular occlusion, drainage, necrosis, vision abnormalities, malaise, scarring, nausea, granuloma, deeper wrinkle, and dyspnea. Reported treatments include: antibiotics, steroids, antiseptic creams, hyaluronidase, anti-inflammatories, antihistamines, needle aspiration, eye drops, radio frequency therapy, hyperbaric oxygen treatment, laser treatment, ice, massage, warm compress, analgesics, anti-virals, ultrasound therapy, excision, drainage, and surgery.

Event description:
Healthcare professional reported injecting a patient with juvéderm® voluma® with lidocaine in the bilateral buccal area of the cheeks. About 5 days to a week later, the patient developed a lump identified as an abscess at the injection site which was present for about 3 weeks. It was at first resolving, but then "flared up" when the patient had a viral illness about a week prior to being reviewed by the healthcare professional. Patient presented to the healthcare professional almost a month after the injection and the patient was treated with ciprofloxacin which did not treat the problem. The patient was reviewed 2 days later and had developed a small amount of cellulitis at the injection site. The patient was then referred to the emergency room where the patient had the abscess aspirated and an IV of cephalzolin and probenecid for 3 days. Patient was also given flucloxacillin. Symptoms are ongoing.